Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve, the balloon ruptured during valve deployment due to annular calcium which extends into the left ventricular outflow tract (lvot). The commander delivery system was successfully removed with the esheath+ simultaneously. Hemostasis was maintained, the patient was stable and the procedure was successfully completed. There was no harm to the patient and product is noted to return for evaluation.